Manufacturer narrative:
Patient's test strips were returned and investigated by product analysis and they passed all testing with no faults found.

Event description:
In 2008, the lay user/pt contacted lifescan alleging the following issues with her one touch ultra meter: "apply sample," frozen display, and fading display. The pt indicated that these reported issues first began "about 2 weeks ago" at 9am. She stated she normally tests twice a day and also takes 70/30 insulin on a sliding scale. When her meter was not working, she was guessing how much insulin to take. She recalled that sometime after the issues began, the pt had symptoms of blurred vision and feeling tired off and on. She attempted to test on her meter when she was symptomatic, but the meter would not work. She treated herself with her insulin and felt better afterwards. She denied receiving any other type of medical intervention. The pt provided a blood glucose result of "167 mg/dl" on her backup meter but she was unable to recall the date/time of the result. The pt claimed she was using the correct testing techniques and there was no trauma to the meter. The customer care advocate (cca) went through troubleshooting with the pt and the pt was able to resolve the frozen display by reseating the battery; however, the patient got an "error 2" message when troubleshooting the "apply sample" issue. Based on the cca's documentation, the "apply sample," fading display, and "error 2" issues were not resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient allegedly developed symptoms after the "apply sample," fading display, and frozen display issues began. The "error 2" message appeared during troubleshooting with the cca; therefore, the "error 2" did not cause or contribute to an adverse event. All the reported issues were not resolved with troubleshooting except the frozen display issue.